Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately. She felt she kept getting the same result of "134mg/dl" too many times. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began approximately 2-3 weeks ago at 7am. She tested on the subject device 2x that day and both times, she reported a value of "134mg/dl". The patient informed the mss that she manages her diabetes with novolog insulin (sliding scale) 3u when readings are >200mg/dl and metformin pills. She reportedly did not take her insulin due to the reading not being over 200mg/dl. At an unknown time after the alleged issue began, she claimed she developed symptoms of dehydration; thirst, dry mouth. A family member took her to the ER that same day at an unknown time and when she arrived her blood glucose was tested using an unknown hcp device and a value of "224mg/dl" was obtained. She informed the mss that she was treated with novolog insulin and IV fluids and was released after 2 days. She stated she had other non related health conditions for which she needed treatment. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the subject test strips were unexpired and within open expiration date. A control test was not performed because the patient didn't have any control solution available. Replacement products have been sent to the patient but the meter cannot be returned for investigation as the patient discarded it. This complaint is being reported because the patient claims she obtained an inaccurate low reading on the subject meter, did not administer her normal treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hyperglycemia after the alleged meter issue began.